Manufacturer narrative:
Device evaluation: one level 1 hotline low flow system (hl-90) was returned for investigation in used condition. The investigator filled the reservoir with water, attached a temperature check fixture to the level 1 hotline, plugged in the line cord, and turned on the power switch to perform a safety/electrical test. The customer reported product problem (suspected broken pump) was not verified during functional testing. No fault was found with the device. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that the pump component of the level 1 hotline low flow system (hl-90) was potentially broken. No patient injury or complications were reported in relation to this event.